Event description:
During product analysis testing, low and high impedance were recorded on the generator's internal data. As the explant date of this generator is unknown, the cause of this high and low impedance cannot be determined. Low impedance was first observed on (B)(6) 2025 (100 ohms). The earliest recorded high impedance occurred on (B)(6) 2024 (18513 ohms). Lead pa results revealed fluid leaks occurring on the lead via abrasions in the inner and outer tubing of the lead. Organic deposits were also noted to be present on the lead body. The device history records of the lead were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.